Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Customer consumed candy, peanut butter, bananas and protein to address bg. Emergency medical technicians (emts) checked customer's bg level twice but did not provide any additional treatment. Recommendation was made to consult with a healthcare provider regarding diabetes management.